Event description:
It was reported that the pump had been programmed to stopped pump mode in (B)(6) 2013 because the patient had relocated and was unable to find a health care provider (hcp) to manage/fill the pump. The reporter had thought the pump was empty but found upon interrogation on the day of this report there was 10ml. The pump had been stopped for over 1000 hours. A roller study had been performed a month ago and it was found that the pump rollers did not move so the plan was to replace the pump. It was noted when the pump was stopped in march and when the roller study was performed an ¿update to programming¿ was done but not an actual refill. The device system was used to deliver bupivacaine and morphine. It was later reported that the patient had indicated he was having his pain return. The rotor study that was done was reportedly performed on ¿(B)(6) 2013¿ and was a ¿fail rotor¿ however the date of the study that was provided was conflicting and had yet to occur. The patient would be getting referred out for a pump replacement and the reporter did not have an update on the patient status. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received clarified the rotor study was done on 2013-(B)(6). From what the reporter could recall, there were stalls noted on the event logs. The manufacturer representative was not aware if the pump replacement had been scheduled.

Event description:
Additional information received reported the patient recovered without sequelae. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).